Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a micro-centrifuge vial with clear surgical residue on product. Visual inspection found optic torn / haptic torn with residue on lens. Claim# (B)(4).

Manufacturer narrative:
Corrected data: d10-device not available for evaluation. H1-this type of report is corrected to serious injury. H2- device evaluation in previous MDR is not applicable. H3-device evaluated by manufacturer in previous MDR is corrected to no. H6- method code 10 in previous MDR is not applicable. Result code 114 in previous MDR is not applicable. Supplemental #1 medwatch report submitted in error with wrong MDR number year. The device evaluation is for MDR# (2023826-2019-01786) claim# (B)(4).

Manufacturer narrative:
Additional information: h3: device evaluation: lens returned in amicro-centrifuge vial with moisture and residue on product. Visual inspection found no visible damage to lens and residue on the lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -8.5/1.0/166 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2018. On (B)(6) 2019 the lens was exchaged for a different diopter lens due to transient loss of bcva. This exchange resolved the problem.